Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient saw the managing healthcare provider (hcp) two months ago and was told that the pump is empty.

Manufacturer narrative:
Concomitant medical products: model: 39565-65, serial#: (B)(4); model: 37712, serial#: (B)(4); model: 3708120, serial#: (B)(4); model: 3550-41, serial#: (B)(4); model: 37092, serial#: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2016 that the patient¿s pump was ¿dead.¿ it was noted that the pump did not reach normal end of service but that the battery was fine, the pump just ¿stopped working¿ in early (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.